Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter started to power off during use 1 month ago. At an unspecified time after the issue began, she developed symptoms of frequent urination and denied testing on any other device. She went to her doctor "last week" and received a glucose test with no other treatment. The patient admitted that the battery was not replaced per the owner's manual and did not have a replacement battery to troubleshoot at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms of frequent urination after the power issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.